Manufacturer narrative:
(B)(4). The device was not ever used to treat the patient. (B)(4).

Manufacturer narrative:
The catheter was returned for evaluation in two segments. The combined lengths of both segments were found to be within specifications. The separated ends appeared to have a clean separation. The separated ends showed no evidence of plastic deformation that would indicate stretching that would have been caused by a tensile failure. No other anomalies were observed. At this time the cause of the damage could not be determined. Attempts were made to obtain additional details, however, they were unsuccessful. (B)(4).

Event description:
Medtronic (covidien) received report that the marathon catheter was about 80% cut (about to be completely broken off). The event was noticed prior to use of the use.